Manufacturer narrative:
Upon inspection and testing of the returned device, an e315 error code was found to be caused by fluid ingress inside the plug body. The reported issue (no image) was also confirmed and found to be caused by excessive fluid ingress inside the endoscope connector triggering the pink moisture indicators throughout the plug body. Moisture inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. In addition, service found the light cover glasses were chipped, the label on the control body was missing, there was water ingress inside the scope connector, the bending angel in down/right directions was out of specification, and the device failed the electrical safety test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image. The reported issue occurred during pre-checks, prior to an unspecified procedure. The intended procedure was completed using another device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the subject device was displaying an e315 error code (scope error). This report is being submitted for the malfunction found during evaluation (e315 error code).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e315 was caused by abnormal electrical parts due to water invading the scope connector while the user handled the device. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.